Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number three states,"the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation." Other - locking bar was assembled to a tray with the locking tabs cut away so that locking bar travel and engagement could be observed. The locking bar functioned fully with complete engagement including clearance behind the locking bar tip. Based on dimensional, visual, and assembly evaluation the locking bar meets biomet specifications and performs as intended. There were no out of specification dimensions that would relate to the component not seating or coming loose. It may be possible that the locking bar was not fully seated at the time of implantation. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011, due to the locking bar backing out. The tibial bearing and locking bar were removed and replaced.